Event description:
It was reported that during the procedure the catheter balloon would not inflate. The surgeon was required to make a small incision in the antecubital crease to get as close to the balloon as possible and then made 3 or 4 punctures with a spinal needle to deflate the balloon so that it could be removed from the patient's arm. Doppler showed good blood flow to the extremities post procedure and the patient left in good condition.

Manufacturer narrative:
The device was not available for evaluation. It was believed to have happened post production of the device, since all balloons are inspected 100% on the manufacturing line prior to release. However, the root cause as to how the balloon wouldn't deflate remains inconclusive. The hospital representative could not confirm whether the vessels contained calcified plaque that would have contributed to the device failure seen. Device records could not be reviewed as the device lot number could not be retrieved from the facility. Our internal MDR evaluation flowcharts did not suggest this was a reportable incident as there was no patient injury as a result of the device failure. It appears that is an isolated incident that caused an inconvenience to the physician. Upon re-review of the file, the MDR evaluation flowchart suggested that an additional procedure was required this is considered a reportable incident.